Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having some serious problems with their bladder. The patient stated they didn¿t believe the ins was working or it may be off because it wasn¿t helping their symptoms. The patient stated they were still retaining their urine in their bladder and it was backwashing to their kidneys. The patient stated their healthcare provider is recommending catheterization. The patient didn¿t have access to their programmer at the time of the call and were redirected to their healthcare provider to discuss their therapy and to meet with a representative. The patient noted that the ins never really worked from the beginning when asked for the date the issue was first noticed. An email was sent to representatives and they replied stated that they would be reaching out to the patient. On (B)(6) 2019 the patient called back regarding the same issue. The patient mentioned that they were still experiencing a lot of bladder retention, which was bad because they were going to have catheterization. The patient wanted to know if they had to carry the programmer with them at all times and thought they may be using their programmer wrong which may be why they were experiencing issues. The patient stated that the day before the call they changed from program 4 to program 2 which they thought they were passing urine stronger now before and wanted to know if that was okay. The patient stated they could still feel the stimulation and the stimulation was comfortable for them. No further complications were reported.